Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2025. It was noted that the patient was found unresponsive around 23:30. When the account interrogated the log files, it was thought that the date and time were not synced. The submitted log files did not contain any events capturing the pump connected to the system controller, consistent with the log files being retrieved from the patient's backup system controller. Additionally, no events from the reported event date of 15aug2025 were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned for evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D is currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away on (B)(6) 2025. They were found unresponsive around 11:30 pm. The log files did not capture any working data. It was thought that the patient's backup system controller. The system controller could have been used in the past and the patient could have switched over to it before they passed away, but it stated the pump was not up with it. The pump appeared to not have operated with this system controller. It appeared that the system controller had experienced a complete loss of power due to the dates.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.